Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 8000 ise module. The first patient sample initially resulted in a na value of 147.1 mmol/l and it repeated as 139.5 mmol/l. The second patient sample initially resulted in a na value of 146.9 mmol/l and it repeated as 140.1 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer replaced the ise electrodes and the sample probe. Precision checks were good. Controls were run and patient samples were repeated; these were within acceptable limits. No further issues have occurred since the replacement of the probes and electrodes. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field e1 facility name was provided as "gloucestershire royal hospital chemical pathology department 1st floor pathology block edward jenner laboratories".